Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 35-year-old female patient who had essure (batch no: 626812,626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding, cervicitis, chronic interstitial cystitis, nabothian cyst, adenomyosis and paratubal cyst. Concomitant products included botulinum toxin type a (botox), gabapentin (gabapentine), pentosan polysulfate sodium (elmiron), pregabalin (lyrica) and topiramate. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"), 1 month after insertion of essure. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and postural orthostatic tachycardia syndrome ("blood or heart disorder/condition/ postural orthostatic tachycardia syndrome"). On (B)(6) 2011, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/ abnormal bleeding"), abdominal pain ("abdomina pain"), bladder pain ("chronic bladder pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infection"), procedural pain ("surgical pain"), flatulence ("gas pains"), anxiety ("anxious") and vertigo ("vertigo"). The patient was treated with surgery (laparoscopic hysterectomy, and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dyspareunia, fatigue and fibromyalgia had resolved, the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, cystitis, procedural pain, flatulence, anxiety, vertigo, bladder disorder and urinary tract disorder outcome was unknown and the postural orthostatic tachycardia syndrome was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, bladder pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flatulence, genital haemorrhage, menorrhagia, migraine, pelvic pain, postural orthostatic tachycardia syndrome, procedural pain, urinary tract disorder and vertigo to be related to essure. The reporter commented: received treatment for pelvic pain female, abdominal pain, menorrhagia, blood disorder, heart disorder, genital bleeding and bladder infection. Successful placement of coils. Number of trailing coil are 4 to left and 3 to right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: total bilateral occlusihysterosalpingogram abnormal. Left fallopian tube with proximal occlusion. Essure coil seen immediately adjacent to the left margin of the uterine cavity contrast. Right fallopian tube with proximal occlusion. Essure coil seen immediately adjacent to the right margin of the uterine cavity contrast. Uterine cavity with normal findings. Essure outcome summary: coil location satisfactory. Tubal occlusion: documented on. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records :pelvic pain, dyspareunia, migraine, dysmennorhea and the following ones were reported via social media: procedural pain, flatulence, anxiety, bladder pain and vertigo. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs+mr received. Lot number added. New events: bladder or urinary problems or changes added. New reporters and concomitant conditions added. Lab data updated. Genital hemorrhage event was downgraded. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('bleeding/ abnormal bleeding') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding. Concomitant products included pregabalin (lyrica) and topiramate. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"), 1 month after insertion of essure. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2011, the patient experienced migraine ("migraines / headaches") and postural orthostatic tachycardia syndrome ("blood or heart disorder/condition/ postural orthostatic tachycardia syndrome"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomina pain"), bladder pain ("chronic bladder pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infection"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), fibromyalgia ("fibromyalgia"), procedural pain ("surgical pain"), flatulence ("gas pains"), anxiety ("anxious") and vertigo ("vertigo"). The patient was treated with surgery (laparoscopic hysterectomy, and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dyspareunia, fatigue and fibromyalgia had resolved, the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, cystitis, blood disorder, cardiac disorder, procedural pain, flatulence, anxiety and vertigo outcome was unknown and the postural orthostatic tachycardia syndrome was resolving. The reporter considered abdominal pain, anxiety, bladder pain, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flatulence, genital haemorrhage, menorrhagia, migraine, pelvic pain, postural orthostatic tachycardia syndrome, procedural pain and vertigo to be related to essure. The reporter commented: received treatment for pelvic pain female, abdominal pain, menorrhagia, blood disorder, heart disorder, genital bleeding and bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records :pelvic pain, dyspareunia, migraine, dysmennorhea and the following ones were reported via social media : procedural pain, flatulence, anxiety, bladder pain and vertigo. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received: new events added- menorrhagia and abdominal pain. Event bladder disorder and urinary tract disorder was updated to bladder infection. Event outcome of pelvic pain was updated to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding/ abnormal bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding. Concomitant products included pregabalin (lyrica) and topiramate. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"), 1 month after insertion of essure. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2011, the patient experienced migraine ("migraines / headaches") and postural orthostatic tachycardia syndrome ("blood or heart disorder/condition/ postural orthostatic tachycardia syndrome"). In 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), fibromyalgia ("fibromyalgia"), procedural pain ("surgical pain"), flatulence ("gas pains"), anxiety ("anxious"), bladder pain ("chronic bladder pain") and vertigo ("vertigo"). The patient was treated with surgery (laparoscopic hysterectomy, and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, dysmenorrhoea, procedural pain, flatulence, anxiety, bladder pain and vertigo outcome was unknown, the migraine, dyspareunia, fatigue and fibromyalgia had resolved and the postural orthostatic tachycardia syndrome was resolving. The reporter considered anxiety, bladder disorder, bladder pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flatulence, genital haemorrhage, migraine, pelvic pain, postural orthostatic tachycardia syndrome, procedural pain, urinary tract disorder and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records :pelvic pain, dyspareunia, migraine, dysmennorhea. Concerning the injuries reported in this case, the following ones were reported via social media : procedural pain, flatulence, anxiety, bladder pain, vertigo. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet, medical records and social media contents received : incident category updated. Reporter information, patient details, product indication updated. Removal date added. Event ¿ injury¿ was replaced with events given in the sd. Events added- bladder disorder, urinary tract disorder, migraine, blood disorder, dyspareunia, dysmenorrhoea, pelvic pain, fatigue, postural orthostatic tachycardia syndrome, genital haemorrhage, fibromyalgia, procedural pain, flatulence, anxiety, bladder pain, vertigo. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.